Event description:
During the procedure, a 4.0/12 pantera leo nc balloon was requested and was given a 4.0/12 box from the shelf. The inner bag was opened, and the balloon was handed over to the physician. On use, patient consequence: stent hematoma and dissection (confirmed in ivus) as well as stent overexpansion. Patient was stable at end of procedure. After checking when writing up the report, it was detected that an nc 4.5 balloon had been scanned in the list of materials, whereas he had requested a 4.0. After the team checked the packaging in the garbage can, the balloons inner packaging was a 4.5/12 and not a 4.0 as indicated on the outer cardboard box.

Manufacturer narrative:
The packaging of the complaint product was not returned. The corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the two images provided by the local staff were reviewed. The technical investigation of the provided images of the cardboard box indicates a pantera leo 4.0/12 (lot 06215322, ref. (B)(4)) whereas the inner label indicates a pantera leo 4.5/12 (lot 08224156, ref. (B)(4)). Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. A different number of instruments has been manufactured in the two suspected lots. No record of a mismatch in the number of processed instruments has been documented. No reprinting of new labels and no destroying of redundant labels is recorded at final packaging for both lots. The printing of the inner label as well as the outer label is performed simultaneously in one process and cannot be mixed between two lots. Table clearing is performed in the labelling process as well as in the packaging process. The two lots have been processed with a minimum time difference of 406 days. Therefore, there could be no internal mix-up between these two lots. None of the two lots has been reworked. Both lots have been sent to the relevant hospital with at least 10 instruments. Based on the conducted investigations, no manufacturing or material related root cause could be determined.